Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37731 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle. Review of the smart chip data indicated the catheter was not used for applications. The catheter was recognized and passed the electrical integrity verifications and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward positions) was performed and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. In conclusion, the clinical issues (stroke and paralysis) occurred during the procedure with no indication that the adverse events were related to the performance or a malfunction of the product. The balloon catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system did not recognize the catheter. The case was completed with cryo. The patient then presented with an ischemic stroke with paralysis on the left side. A  thrombectomy was performed to treat the patient. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12, product type: sheath; product ID: 2ach20, product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the balloon catheter was replaced to resolve the system notice and the patient was hospitalized as a result of the stroke with paralysis.